Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for degenerative disc disease and non-malignant pain. It was reported that the health care provider (hcp) did not think the pocket for the implantable neurostimulator (ins) had been made large enough. The pocket was revised on (B)(6) 2017 due to pre-operative dehiscence of the incision site. There were no signs of infection, and no redness, drainage, or fevers. The hcp reported that the cultures were negative. The pocket was slightly enlarged with the edged of the tissue removed. The wound was then closed with 2 layers of sutures and steri-strips. The patient was seen again on (B)(6) 2017 for wound evaluation and the hcp noted that the incision looked great. Per the hcp, the patient was doing great, they had stimulation, and they had pain relief. The issue was reported to be resolved. It was reported that the event occurred on (B)(6) 2017, however information in the report indicated that the hcp thought the issue stemmed from the original implant procedure when the pocket was made. Patient weight and medical history were asked but would not be made available. No further complications were reported.